Event description:
Leak noted in tubing at connection to pump. (Pump made by same MFR.) No leak noted during priming and nothing unusual was noted when tubing was removed from the package. Toxol was the chemo drug involved. Due to contaminaton by the toxol the product was disposed of.